Event description:
It was reported that balloon rupture occurred. A 3.0x220x90 (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon inflation. The procedure was completed, and no patient complications were reported. It was further reported that 80% stenosed target lesion was located in the mild calcified superficial femoral artery. The balloon rupture upon inflation at nominal pressure. The device was removed and the patient was healthy.

Event description:
It was reported that balloon rupture occurred. A 3.0x220x90 (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon inflation. The procedure was completed, and no patient complications were reported.